Event description:
It was reported that while using 4 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes underfill is occurring. The following information was provided by the initial reporter: tube is not drawing completely.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, five (5) retention samples from bd inventory of each reported batch were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that while using 4 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes underfill is occurring. The following information was provided by the initial reporter: tube is not drawing completely.

Manufacturer narrative:
Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3090027, d4. Medical device expiration date: 30-june-2024, h4. Device manufacture date: 03-may-2023; d4. Medical device lot#: 3090030, d4. Medical device expiration date: 30-june-2024, h4. Device manufacture date: 03-may-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.